Event description:
This device was reported by the customer because the device serial number was within the scope of the recall ((B)(4)). The customer wished for the device to be checked and tested.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and that it had performed to specification up to (B)(6) 2010. On (B)(6), the device failed the weekly self-test because of a low battery. The device would have switched to fault mode and the customer would have been alerted with the status indicator flashing red and the device emitting an audible warning message. The device remained in fault mode up to (B)(6) 2011 and following a successful manual test, the device resumed to perform to specification up to (B)(6) 2012. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius /32f to 122f). A device stored outside the lower limit of the recommended storage temperature can trigger the battery management system to trigger a low battery. Testing confirmed that both the device and the battery were capable of operating to specification. Investigation did not confirm a fault with the device or any component in the device and the device was proven to perform to specification. The device was replaced to maintain customer confidence. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.